Event description:
During a diagnostic catheterization, approx 2 - 3 cc of air was injected into the pt's right coronary artery (rca) upon the second injection of contrast media. The air was visible in the pt tubing and pt catheter. The source of air was unk. The pt experienced st. Segment elevation of a duration of four to five minutes and chest pain of a duration of one to two minutes. The pt subsequently recovered. (B)(4).

Manufacturer narrative:
The acist contrast injection system, model cvi, was tested on (B)(4) 2012. The injection system was functionally tested and met the pre-established specifications. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. Acist's medical advisory board review the info and a copy of the cine-angiogram provided by the hospital of the event: there is an angio of a peripheral leg run-off and a coronary angiogram. On the first angio run there was incomplete filling of a artery and what appears to be air in mid-vessel, but this is not definitive. Based on the results of the testing and analysis of the injector, there is no evidence of device malfunction. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.